Event description:
It was reported that during a shoulder joint surgery, the twinfix ultra anchor was fractured when it was being screwed in. All pieces were removed from the patient using tweezers and suction. The procedure was successfully completed without significant delay using a back-up device in the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 5.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture slot and was not returned. The proximal end of the anchor is cracked and splintered. The inserter tines that interface with the anchor are bent and twisted. The condition of the device indicates it was subjected to excessive force during insertion. Per the device IFU 10600571 ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.